Event description:
It was reported via user facility report: "patient had undergone right total hip replacement in 2004. Developed pain in hip. Returned to or, retroversion of acetabular component found, ceramic liner loose. Liner removed and replaced."

Manufacturer narrative:
This information was submitted via user facility report. No additional information has been provided, and the device is not available for evaluation.